Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: a review of the pump¿s black box and pump history verified the pump was delivering the programmed basal rate until the pump alarmed ¿loss of prime¿ on (B)(4)-2018. Deliveries were not resumed after (B)(4)-2018. The pump passed delivery accuracy testing and was found to be delivering within required specifications. During testing there were no power loss or prime warnings duplicated. The battery cap was found to be stripped and unable to secure and maintain an electrical connection. A test battery cap was used for all testing. The original complaint of an inaccurate delivery was unable to be duplicated. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of over 300mg/dl but less than 500mg/dl, with trace ketones, confusion, polyuria, and nausea, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and received phone advice of insulin via injection from their healthcare provider. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.